Manufacturer narrative:
Complaint (B)(4) received 10 (B)(4), which is a competitor product. Received customer pictures depicting the aliquot tube in use. No samples of greiner blood collection tubes were received. No customer pictures of the blood collection tubes in use were received. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. Thecause of the event cannot be determined.

Event description:
The customer reported feedback and photographs from their client end user: issue-the samples they get from quest are green top, and nearly ½ of the green tops have cloudiness or gunkiness they must deal with. The customer advised no greiner item/lot numbers were provided as it appears the incidents occurred since the client-end user started using the tube in 2023. The customer advised the incidents increased after the volume increased in (B)(6)2024. The customer explained in the client-end users processes: sample is taken from the patient, into a lit-hep tube, then plasma is poured into another z-pour off tube (aliquot tube), as present in the photos shared and the issue. The customer advised they do not know how, or why the incidents occur, and it does not happen to occur with all samples. The customer advised suspect they may not be using the correct tube and requested samples of lit-hep tubes with gel [456087p].